Manufacturer narrative:
A front bezel assembly was returned for analysis. An investigation was performed, and the product analysis technician reported that the root cause was due to the navigation ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (navigation ring) matrix that causes the navigation ring to not functioning.

Manufacturer narrative:
The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:13jan2021. B4:25jan2021. Information was received that the reported issue occurred during annual preventative maintenance (pm). Reportedly, the touchscreen was working and allowed the user to change value, accept or cancel. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:10dec2020. B4: 07jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
It was reported that the ventilators navigation ring failed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.